Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
A consumer implanted for non-malignant pain and chronic low back pain reported via the manufacturer¿s representative (rep) they needed reprogramming to cover their lower back which hadn't been well covered for about the last six months. During reprogramming an impedance check was performed which found an out of range/high impedance on electrode 10, but there were no factors that may have led or contributed to this. Following the impedance check reprogramming was performed without using contact 10 giving the consumer full coverage of their painful areas resolving the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.